Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for a ventricular tachycardia (vt) episode occurred which appeared to be a fast response to atrial arrhythmia (v>a). There were also 34 other ventricular episodes recorded which were irregular. Additionally, the presenting electrogram (egm) showed probable loss of left ventricular (lv) capture. Lead assessment with a programmer was recommended. The system remains in service and no adverse patient effects were reported.